Event description:
Per the audiologist, the patient's mother reported the patient fell and hit his head and at that time there had been significant swelling. Since that incident, the patient reported intermittency when using the cochlear implant system. Results of an integrity test done in 2008 showed normal receiver/stimulator and electrode array function. An x-ray (date not reported) determined the internal magnet was dislodged from the magnet pocket. Revision surgery was done on approx two months later, to remove the old magnet and insert a new magnet into the magnet pocket. The patient began to use the device again on two weeks later, without any problems.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.